Event description:
Smoke evacuator not working without purging every use unable to use hand piece without button can only use hand piece with foot pedal. Order: 93822 ref:e-complaint-(B)(4)

Manufacturer narrative:
*Investigation x-review DHR x-inspect returned samples *analysis and findings complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 6/21/17 under wo #222988 & 224638 and shipped on 7/20/17. Manufacturing record review: DHR's 222988 & 224638 were reviewed and non-conformities, unrelated to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on repair. However, based on log #93822 this unit as at csi on 2/5/220. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. The problem is suspected to reside with the end user. It is possible the unit was not fully inserted into the cart. Full insertion is required to make contact with plug inside. *correction and/or corrective action the unit was evaluated and tested successfully to specifications. Upon completion, the unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Reference : (B)(4).

Event description:
Smoke evacuator not working without purging every use unable to use hand piece without button can only use hand piece with foot pedal. Order: (B)(4). Ref: (B)(4).